Event description:
Needle pull off. Customer reports that needles pull off suture prematurely during an abdominal aortic aneurysm procedure. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9730165-00